Manufacturer narrative:
The field service engineer noticed the wash was overflowing and causing crystallization on the reaction cells. The wash issue was resolved by the engineer and no further issues occurred after this action.

Event description:
The initial reporter stated they performed maintenance on the cobas 6000 c501 module on (B)(6)2023 and afterward, they received multiple ise errors including noise errors. The customer replaced some system reagents and the reference electrode, but this did not solve the issue. The customer received discrepant results for one patient sample tested with ise indirect na for gen.2. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 156 mmol/l and it repeated as 143 mmol/l. The na electrode lot number was e35. The expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer replaced the sample probe, adjusted wash levels, and replaced cuvettes. The alignments and washing were checked. The operation was checked. The customer ran ise calibration and controls; all were good. Daily maintenance was performed. Calibration and controls were repeated again and were fine. The investigation determined the service actions of adjusting the rinse/wash unit resolved the issue.